Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 31aug2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 94% stenosed, 32mm x 3.00m target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00x32mm promus element stent was advance but failed to cross the lesion. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent detached/separated. Device evaluated by MFR: promus element mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis; however, the manufacturing crimp data for this device was reviewed and there were no anomalies noted. From the manufacturing data the maximum stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon was reviewed and there were no signs of damage noted. The balloon appeared relaxed the wings were out of the original folded position. There was contrast medium present in the balloon body. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.